Event description:
Device complication: none time of complication: during procedure symptoms: none reported. The patient had a small hyperperfused internal carotid that was diseased at thebifurcating lic (90% stenosed). The stent was deployed without difficulty and there was resulting flow. The physician post-dilated and lost flow. A second post dilatation was performed; however, there was still no flow. A third post dilatation was performed and 2 mg of tpa was administered. The filter basket was removed and removed and good flow as assessed. The physician gave a second dose of tpa for a total of 4mg. A second angiogram was completed which revealed "perfect flow." There was no further report of additional treatment and reportedly the patient did fine throughout the procedure.